Manufacturer narrative:
The insulin pump was received with intermittent act, down arrow and up arrow due to flattened dome switches. No unlocked lcd keypad connector. Device had cracked case at display window corners and battery tube threads and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the act button on the insulin pump is difficult to press; she stated that she has to press it around different spots to get a response. The customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.